Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that the customer's blood glucose was in the 400 mg/dl. The patient treated via manual insulin injection and insulin pump bolus. During troubleshooting there were no anomalies noted on the site, set, reservoir, or insulin pump. The insulin pump was not returned for analysis.